Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tip of the barrel, of a bd 20 ml syringe with needle broken during use. It was also reported that solution leaked from the device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected samples. Visual inspection of the returned samples presented the tip broken. That confirmed the reported tip breakage issue. Regarding the leakage issue, the returned samples did not present that defect, so we could not confirm that issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (october 6th - 16th, 2017). Syringes were assembled in machine nº4252, and nº4251, in lot #7269127 (october 2nd - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7244052, #7269061, and #7271031, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7282420, #7269060, and #7258045, and no problems, defects or qn related to the reported issue were found. Investigation conclusion: the returned samples presented the reported issue. We could confirm the reported issue. Root cause analysis: the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. We think that the leakage issue could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.